Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils. During the procedure, while advancing the ruby coil into the target vessel using a lantern delivery microcatheter (lantern), the physician experienced resistance and the tip of the lantern was pushed back while pushing the ruby coil out. Therefore, the physician decided to retract the ruby coil. However, while retracting the ruby coil, the pusher assembly kinked, and the ruby coil detached from its pusher assembly at the hub of the lantern; therefore, the physician successfully pulled and removed the detached ruby coil. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.